Manufacturer narrative:
The reported event of the returned batteries, (B)(4), not being accepted by a controller power port could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. All these batteries were recognized by and able to provide power to the test bed controller. No failure detected, the reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 01/07/2016 / expiration date: 01/31/2017. (B)(4).

Event description:
It was reported that both batteries are not accepted on port one immediately. Devices were exchanged with no other device issues.